Event description:
Left ventricular lvtip to can lead impedance warning on 04 september 2021. Lead was measuring 190 ohms. Currently measuring 266 ohms. Lead is programmed lvtlp to lvring. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).